Event description:
A report was received that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the ipg would not hold a charge. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1132/(B)(4): device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure.